Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that there was induction and then the patient had a blood clot. The patient also understood that the left ventricular lead had been dislodged and was "not discharging" as it should. The lead was replaced. No further patient complications have been reported as a result of this event.